Event description:
An ophthalmologist reported that one of his patients was experiencing visual disturbances following cataract surgery. These were described as lights entering temporally that appeared as starbursts or halos. It is reported that these symptoms are improving over time and that the patient is noticing this less and less.